Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) year old female patient, who had a filter placed on (B)(6) 2010 came in due to complaints unrelated to filter. A CT scan was ordered by another physician, who noted the position of the filter. The CT scan revealed bnf leg penetrating through ivc wall into the right kidney. An earlier CT scan done in 2013 did not show any penetration by the filter. The filter still remains in the patient and has no complaints related.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of the complaint history, quality control, instructions for use (IFU), and drawing of the product was conducted. The product was shipped with an IFU which listed the anatomical requirements, warnings and precautions, and correct deployment procedure. The exact IFU was dependent on product size and placement approach. The specific IFU cannot be determined without the exact product information. However, in each IFU, perforation of vena cava wall was listed as a potential adverse event. An image was provided and reviewed. It appeared to show a portion of the device was in the right kidney as indicated by the physician. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. It is possible to suggest that one of the 18 diagnoses mentioned in the complaint may have contributed to the penetration noted in the complaint case. However, without additional descriptions of those conditions, this cannot be confirmed. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
A (B)(6) year old female patient, who had a filter placed on (B)(6) 2010 came in due to complaints unrelated to filter. A CT scan was ordered by another physician, who noted the position of the filter. The CT scan revealed bnf leg penetrating through ivc wall into the right kidney. An earlier CT scan done in 2013 did not show any penetration by the filter. The filter still remains in the patient and has no complaints related.